Event description:
During the routine follow-up of the device involved in this report, physician could not get access to fallback mode switch recorded episodes (algorithm to avoid high rate pacing in the ventricle during an atrial arrhythmia). However, the episodes could be reviewed in the files saved during the follow-up. Same event already occurred on (B)(4) 2010.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.